Manufacturer narrative:
Of the 110 allegations of a malfunction, 78 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe>110</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-86 years of age and between 32 and 352 pounds. Of the reported patients, 30 were male, 67 were female, and 1 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of cs 078 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.